Event description:
Per medwatch mw5107705: "infant flipped arm into side rail space as it was closed, humeral fracture." Ge healthcare investigation into the reported occurrence is ongoing.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Serial number not provided. Report source other: medwatch mw5107705. Date of device manufacture: unknown as serial number not provided. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The root cause of the reported humeral fracture is undetermined. The hospital declined to provide sufficient information after multiple requests. Block d4 serial number information and block h4 date of device manufacture updated.